Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon interrogation it was noted that the patient had been appropriately shocked for ventricular tachycardia (vt). However that shock had put the patient into a ventricular fibrillation (vf). A second shock was delivered and appropriately converted the patient's arrhythmia. It was noted the patient was playing football at the time. They became dizzy and then experienced syncope. The patient became responsive after the second shock was delivered. No additional adverse patient effects were reported. Additional information was received that the patient received an inappropriate shock due to supraventricular tachycardia (svt). Further review by boston scientific technical services (ts) found that the previous shock for ventricular tachycardia (vt) was also inappropriate due to a wide complex and oversensing due to low r-waves. Another previous untreated episode due to oversensing was also noted by ts during review of the stored data. It was observed that programming changes had been made to the sensing vector following the untreated episode. Ts recommended changing rate zone if the physician would be okay with a time to therapy increase. Ts also suggested review for motion artifact during physical activity to confirm that the s-ICD is stable. The field representative checked the patient. During the interrogation they tapped and wiggled the device. They also had the patient perform activities to get their heart rate up; both produced low r-wave measurements. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.